Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. Reportedly, customer was "on the floor unconscious" and "spouse administered mdi to treat low bg". On (B)(6) 2023 customer went to the emergency room (ER) and/or was hospitalized and treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.